Event description:
Senseonics was made aware of an incident where the patient complained of continuous sensor disconnections. The issue was escalated to next level support for additional review. Upon reviewing the glucose data and screenshots provided by the patient, a sensor replacement was approved due to possible deviation in the system performance.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, an RMA was authorized to offer the user a sensor replacement. B4. Date of this report 14 march 2025. G3. Date received by the manufacturer? 14 march 2025. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.